Manufacturer narrative:
(B)(4).

Event description:
This lv lead had high pacing threshold of 6.0 at 0.4ms at the first interrogation after implant. The pacing threshold was changed from lv3-lv2 ring to lv2-lv1 tip which successfully resolved the complaint. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.